Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4). Placeholder.

Event description:
It was reported that the device failed during a surgical procedure. The facility confirmed that the device ran intermittently and then stopped working while reaming. It is reported that these events occurred over the past year during over 30 unknown surgical procedures. The facility also reported that they believe they are utilizing the trauma recon system, trs, but cannot verify that. No additional information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual event date not known. Investigation could not be completed and no conclusion could be drawn as the device was not returned and an invalid lot number was provided. The lot number provided cannot be verified as a valid synthes or supplier lot number, hence, the device history record review could not be performed. Placeholder.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device was received for evaluation. Device history record manufacturing documents were reviewed and no complaint related issues were found. Also, an evaluation of the item was conducted. The reporter's complaint of intermittent operation couldn't be confirmed. The device was tested and the complaint wasn't duplicated (B)(4).